Event description:
It was reported that one day following a deep brain stimulation (dbs) implant procedure, the patient developed localized edema at the distal end of the lead, resulting in inflammation and swelling. Additional unspecified side effects were also reported. Administration of corticosteroids led to significant symptom resolution. Computed tomography (CT) scans were performed to assess the condition. Additional information was received that the patient developed a left-side edema, which was successfully resolved following the administration of corticosteroids.

Manufacturer narrative:
Correction to initial MDR bsc aware date (g3): 04jul2025.

Manufacturer narrative:
Correction to supplemental (1) report in block: b5.

Event description:
It was reported that one day following a deep brain stimulation (dbs) implant procedure, the patient developed localized edema at the distal end of the lead, resulting in inflammation and swelling. Additional unspecified side effects were also reported. Administration of corticosteroids led to significant symptom resolution. Computed tomography (CT) scans were performed to assess the condition. The patients dbs system was programmed, and the patient was deriving a benefit from it. Additional information was received that the patient experienced a left-sided edema one day following the procedure. The complications were effectively managed and resolved through the administration of corticosteroids. Additional information was received indicating that the left-sided peri-lead edema persisted for a duration of approximately one week to one month prior to resolution. Initial symptom improvement was observed within 5 to 7 days following the onset of treatment.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that one day following a deep brain stimulation (dbs) implant procedure, the patient developed localized edema at the distal end of the lead, resulting in inflammation and swelling. Additional unspecified side effects were also reported. Administration of corticosteroids led to significant symptom resolution. Computed tomography (CT) scans were performed to assess the condition.